Event description:
The atw35 was used a laparoscopic nephrectomy. On the 4th firing the device cut and did not staple. The surgeon used the ussc endo gia to complete the case. There was no consequence to the pt.